Manufacturer narrative:
The device was returned for analysis. The reported peeled/delamination was confirmed as scratched material. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported peeled/delamination was concluded likely to be related to manufacturing damage and is a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the proglide device was found to be damaged when removed from the packaging. The coating of the outer sheath was peeling off. An additional proglide device was used to achieve hemostasis. There was no patient involvement. No additional information was provided.